Event description:
Boston scientific percutaneous lead defective and would not detach properly which caused damage to lead. Kit lead tined model 4101/5101 - sal1u252458 and ext neurostim percutan sys - sabb0003045 explanted. Clinical specialist present during whole case.